Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg has reached end of service. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Device not returned based on analysis findings.